Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and a stuck button alarm occurred. The customer's blood glucose level ranged from 84-85 mg/dl. The cause of the alarm was unknown. Customer cleared the alarm and continued using the pump for insulin therapy.